Event description:
It was reported that at implant, it was difficult to insert the atrial lead into the atrial port of the pulse generator. Two days post implant, impedance reached over 2500 ohm. The physician repositioned the lead, after which impedance was 487 ohm. Five days later, impedance had decreased to 285 ohm and the device was found to be working intermittently. The system was replaced.

Manufacturer narrative:
No medwatch form was received.